Event description:
Procedure: robotic assisted supracervical hysterectomy. According to the reporter: 2 unusual cases of partial bowel obstruction resulting from adherence to a barbed suture presenting 3 to 4 weeks after robotic-assisted sacrocolpopexy for uterovaginal prolapse were reported. During the robotic assisted supracervical hysterectomy, the peritoneum is reapproximated overlying the mesh with a running 3-0 v-loc suture. She was seen for a 2-week postoperative visit and was without complaints. On postoperative day 22, the patient presented to the emergency department complaining of several episodes of projectile vomiting and waves of abdominal pain. On computed tomography of the abdomen and pelvis, a small bowel obstruction was diagnosed, with a transition point in the superior aspect of the pelvic operative bed. She ultimately underwent a diagnostic laparoscopy on hospital day 4 after failing conservative management. She was found to have a loop of small bowel adherent to the barbs of the suture, which had elongated with time as the peritoneum contracted over the mesh and was sticking out of the peritoneum at the level of the sacral promontory. Intraoperative consultation with general surgery was called to confirm viability of the bowel with no need for further surgical intervention. Postoperatively, the patient did well and was discharged home on postoperative day 2.

Manufacturer narrative:
(B)(4).